Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the clips did not hold. The device was discarded. Three sterile devices will be returned. There was no patient consequence reported.